Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl at an unknown dose and concentration via a pump implanted for spinal pain. The patient's medical history included a cut spinal cord issue and chronic obstructive pulmonary disease. It was reported that following a pump replacement due to longevity on (B)(6) 2015, the medication that was put in the patient's pump was not enough. This referred to the strength and dose per day of the medication. The pump wasn't turned up high enough and was 10% lower than what the patient was on prior to the replacement. The patient was not getting the best pain results, and the pump wasn't working in the amount of what the patient needed for pump medication strength. The patient was taking more oral pills. The patient had been taking oral pain medications for 18 years and never had any issues with taking the oral medications. All of a sudden the patient was taking too much medication and the pump was not working. The patient ran out of oral medication in (B)(6) 2016. He was miserable and experiencing hot and cold sweats. His feet felt like they were being shocked and his back pain returned. It was noted that the patient was withdrawing. The patient went to an emergency room for his symptoms, but the health care providers were not able to help the patient. A manufacturer representative was called, but did not see the patient. On (B)(6) 2016, the patient called his health care provider and told them something was wrong with the pump. The pump dose was increased 9-10% to the point where he was before the pump was replaced. The patient seemed to be better and wasn't withdrawing or freaking out any more.

Event description:
Additional information was received from a healthcare provider via manufacture's representative that the rep was notified of the withdrawal issue by the e.r. Physician at (B)(6) e.r. On (B)(6) 2016 around midnight. The patient had requested the pump be interrogated. Patient was to be discharged to home and then follow up with the patient's physician in maryland for the next refill. Manufacture's representative planned to follow up with the patient on (B)(4) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.